Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the connector was confirmed, but the exact cause was unknown. One 20g huber plus infusion set was returned for investigation. The infusion set exhibited evidence of use. The clamp was closed over the extension set tubing. The safety mechanism had been activated. A longitudinal crack was observed in the connector. The crack was located along the section of knit line that ran parallel to one of the parting lines. The length of the crack was 3.5mm within the luer adaptor and 2mm on the external surface of the luer adaptor. The proximal end of the crack was 5mm from the proximal end of the luer adaptor. Visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. Due to the condition of the returned sample, it appeared that the complaint sample was damaged during use; however, based on the evidence provided with the returned sample, it is unknown what caused the luer to crack. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was drug(blood) leakage from the connector. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was drug (blood) leakage from the connector. No other information was provided.